Event description:
A report was received from the affiliate indicating that approx seven months post index procedure, the pt experienced coronary stent restenosis at a trifurcation involving the lad, 1st and 2nd diagonal. The restenosis was treated with poba. The index procedure was performed in late 2007. The indication for the procedure was 90% diffuse stenosis at the proximal to mid circumflex, and 90% stenosis at the proximal lad, 1st diagonal and 2nd diagonal. There was a functional total occlusion at the distal lad and trifurcation involving the 1st and 2nd diagonal. The left coronary arteries were not tortuous or calcified. Two firebird stents were deployed at the proximal to mid obtuse marginal. A 3.0x18mm cypher stent was deployed at the proximal lad. A 2.25x 23mm and 2.5x18mm cypher stents were deployed at the mid lad. A 2.25x13mm cypher stent was deployed at the distal lad. A 2.5x28mm cypher stent was deployed at the 1st diagonal. The results were satisfactory.

Manufacturer narrative:
This is one of five products being reported for the same event. Please reference mfg reports #9616099-2008-01822, 9616099-2008-01823, 9616099-2008-01824, 9616099-2008-01825, and 9616099-2008-01826. Any add'l info will be submitted within 30 days of receipt.